Manufacturer narrative:
(B)(4). D10: item#: 00840004410, humeral component plasma sprayed size 4 100 mm length for cemented use only, lot#: 67477729. Item#: 00840001407, ulnar component plasma sprayed size 4 75 mm length left for cemented use only, lot#: 67390486. G2: foreign - event occurred in japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during the procedure the surgeon was unable to connect the humeral stem and the ulnar stem using the connection kit. Intra-operatively, the connection was successfully achieved after switching to an alternative connection kit. There were no consequences or impact to the patient. Attempts have been made and no further information has been provided.